Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Implant date believed to be (B)(6) 2015. Not explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 26.feb.2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery, after the dhs screw inserted in the neck of the patient's femur, the board did not slide the bolt. It was necessary to extraction neck screw and it was found that the screw diameter is abnormally larger than the diameter of the plate hole. This happened with two screws and plates 1. There was a 30 minutes delay to surgery time. (B)(4).